Event description:
Customer stated that the handswitch is taken double fluoro when trying to take images during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch. The system operates as intended. MFR's investigation is ongoing.